Event description:
It was alleged that the pump changed rate during use on a pt. The pump was set at 10 ml/hr and several hours later the nurse noted the rate to be 200ml/hr. There was no reported pt consequence.